Manufacturer narrative:
Investigation summary no photo or product was returned for testing. The connection issues with other sets, including microclaves, cannot be verified. We cannot guarantee connection between bd sets and non-bd sets. We can guarantee our luers are consistent with iso 594 and all other non-bd sets should be as well. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd alaris syringe module syringe administration set leakage occurred when connected to microclave. The following information was provided by the initial reporter: email from customer states xxx has experienced issues with leaks when connecting your product with a microclave.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris syringe module syringe administration set leakage occurred when connected to microclave. The following information was provided by the initial reporter: email from customer states xxx has experienced issues with leaks when connecting your product with a microclave.